Event description:
It was reported that a plif for l3/4 and l5/s was performed on (B)(6) 2018. The surgeon confirmed ton an x-ray that the blocker disengaged from the screw head a few days after the operation. The patient underwent a revision surgery. The blockers were tightened and additional hardware was implanted.

Manufacturer narrative:
The device was returned. The lot number was corrected.

Event description:
It was reported that a plif for l3/4 and l5/s was performed on (B)(6) 2018. The surgeon confirmed ton an x-ray that the blocker disengaged from the screw head a few days after the operation. The patient underwent a revision surgery. The blockers were tightened and additional hardware was implanted.

Manufacturer narrative:
The device was returned. The lot number was corrected.

Event description:
It was reported that a plif for l3/4 and l5/s was performed on (B)(6) 2018. The surgeon confirmed ton an x-ray that the blocker disengaged from the screw head a few days after the operation. The patient underwent a revision surgery. The blockers were tightened and additional hardware was implanted.

Manufacturer narrative:
The customer reported event was confirmed via visual inspection and x ray review. The blocker bottom had very light rod indentations on it, which would indicate it was not fully torqued to 12nm. Additionally, there is only a mark on one side, which indicates that the blocker did not fully contact the rod. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The blocker had a very light rod indentation on only one side of the blocker, which is indicative of the blocker being under tightened and not fully in contact with the rod. If the blocker is not fully tightened and in contact with the rod, it could back out over time. Additionally, the patient's excessive post op activity could have contributed to the event.

Event description:
It was reported that a plif for l3/4 and l5/s was performed on (B)(6) 2018. The surgeon confirmed ton an x-ray that the blocker disengaged from the screw head a few days after the operation. The patient underwent a revision surgery. The blockers were tightened and additional hardware was implanted.